Manufacturer narrative:
The system remains implanted and the clinical observations have been documented. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stated that this system continues to exhibit rv pacing impedance measurements greater than 2000 ohms. Pacing threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician is considering a lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.